Manufacturer narrative:
(B)(4). Date sent 5/17/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details for "did not fire properly"?¿crunch sound was missing. 2. Was the firing sequence started but not completed? If yes:-- firing sequence completed. 3. Did the device deliver any staples?--yes. 4. If yes, were the staples formed properly? ¿ some staples formed and some staples are not. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? --mixed. 6. Were there staples missing from the staple line?¿don¿t know. 10. Did the surgeon turn the rotation knob full revolutions as stated in the IFU?--yes. 11. Could you please clarify if there were any patient consequences? Not known. 12. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?¿not known. 7. Was the device locked on tissue with the anvil closed?-- yes. 8. If yes, what steps were taken to open the anvil? Anticlockwise. 9. If the anvil could not be opened, how was the device removed? Anvil opening was not smooth. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device did not fire properly, after firing while opening the stapler, it was not smooth way of coming out.